Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with a pocket infection due to bacteremia. The pacemaker, right ventricular lead and competitor right atrial lead were explanted. The patient condition was unknown.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received notes that the patient was discharged post procedure.